Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿patient feels like the right side is leaking". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles in device inner surface and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported ¿patient feels like the right side is leaking". Device has been explanted.